Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4)- incomplete. The expiration date is currently unavailable.

Event description:
It was reported that the product in question was used during the arthroscopic bankart repair. After the surgeon finished suturing, the suture was broken while maintaining the shape of the knot. It was brand new and the first use when the issue occurred. There was a 15-minute-delay in surgery and no harm to the patient. Additional information and correction was provided on (B)(6) 2017: it was reported that the healix advace br 4.5 was used during the rotator cuff repair on (B)(6) 2017. When the surgeon inserted the device in question, the tip of the device was broken. The surgeon commented that the device in question seemed to have been broken quite easily although the surgeon carried out the procedure as usual. It was brand new and the first use when the issue occurred. There was a delay in surgery and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary : the complaint device was discarded, therefore unavailable for physical evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode.  A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review of the depuy synthes mitek complaints system revealed no similar complaint of this lot of device released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).